Event description:
Rptr had laminectomy, l5, with nerve root foraminotomies at l5 and s1 nerve roots bilaterally with segmental fixation using pedicle screws and variable screw placement plates. Rptr has sciatic nerve problems on the left side, consisting of pain in left leg and buttocks. He also has tingling at times. After he walks, the pain is like an ice pick sticking him in the middle of his back. He has constant numbness in his back.